Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2014. The product analysis information for this complaint was inadvertently omitted from the initial report submitted on 12/24/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad cover was observed to be torn in half, the battery compartment was cracked, and the battery cap threads were stripped. Evidence of moisture ingress was found in the battery compartment. During testing, the pump was powered on and the display screen was blank. The pump case was removed, and the display was found to be cracked. The cracked display was replaced with a test display, and the screen functioned properly. No further evidence of moisture ingress was found in the pump. A leak test was performed and failed due to the cracked battery compartment. All of the keypad buttons responded properly; however, the keypad cover was removed, and contamination was found under all button contacts. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014. H3 other text : 02

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump was not working properly. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.